Event description:
It was reported that this right atrial (ra) lead exhibited noise and intermittent low pacing impedances, measuring less than 200 ohms. Subsequently, a revision procedure was performed. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.